Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin injection, 2 grams every 5th day, (route not specified) and gentamicin injection, 20 milligrams, intraperitoneally (frequency not specified). The outcome of the peritonitis was not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available.